Event description:
Prior to an unknown procedure, the balloon broke when put in saline. Another like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Device was not returned for evaluation.